Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be due to a failure of the single board computer assembly on the system pcb assembly. The customer received a replacement device.

Event description:
It was reported that when the customer attempted to power on their device, the screen was blank and the service indicator was illuminated. It was determined that the device was not booting up completely and was not functional. There was no pt use associated with the reported failure.